Event description:
Inappropriate shocks caused by oversensing and an impedance increase were reported. The lead was capped. No further patient complications have been reported as a result of this event. Apparent fracture was further reported.

Event description:
Inappropriate shocks caused by oversensing and an impedance increase were reported. The lead was capped. No further patient complications have been reported as a result of this event. Apparent fracture was further reported. Further information received from an attorney alleges patient suffered injury, inappropriate shocks and underwent surgery to have the 'faulty' lead replaced. It also alleged the patient 'suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. [Patient] suffered these shocks and fractures without any alarm sounding'. And the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish, economic losses and other damages', and 'physical injuries and various manifestations of emotional distress'.

Event description:
Inappropriate shocks caused by oversensing and an impedance increase were reported. The lead was capped. No further patient complications have been reported as a result of this event. Apparent fracture was further reported. Further information received from an attorney alleges patient suffered injury, inappropriate shocks and underwent surgery to have the 'faulty' lead replaced. It also alleged the patient 'suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. [Patient] suffered these shocks and fractures without any alarm sounding'. And the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish, economic losses and other damages', and 'physical injuries and various manifestations of emotional distress'.

Manufacturer narrative:
Inappropriate shocks caused by oversensing and an impedance increase were reported. The lead was capped. No further patient complications have been reported as a result of this event. Apparent fracture was further reported. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.